Manufacturer narrative:
Conclusion: the instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. On (B)(4) 2012, intuitive surgical received an e-mail response from the (B)(6) at (B)(6) medical center and she indicated that she followed up with the surgeon who performed the surgical procedure. Per (B)(6), the surgeon indicated that when she attempted take hold of the instrument fragment, it slipped out into a pool of blood in the patient's cul de sac. The surgeon indicated to (B)(6) that the instrument fragment was the size of a spec and that it was removed using a suction irrigator. (B)(6) indicated that the planned surgical procedure was not video recorded and the pk dissecting forceps instruments was discarded.

Event description:
It was reported that during a da vinci si myomectomy procedure, the pk dissecting forceps instrument was observed to be broken at the wrist and a fragment from the instrument was observed to be lying on the patient's tissue. The surgeon attempted to retrieve the fragment, however, it was lost in the patient's lower pelvic area. The intuitive surgical clinical sales representative (csr) present during the surgical procedure indicated that the procedure was a difficult case due to a significant number of dense and course fibroids the patient had. The csr also noted that there was significant torque applied on the pk dissecting forceps instrument by the surgeon. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.